Event description:
An explant report for a v-100, indicated a lead disfunction explained as "dislodged." No other pt complications reported. The explant report stated that the lead was removed 7/25/95, however, distributor has not received the lead as of today 8/22/95.